Event description:
It was reported that the insert was not possible to fit it during the surgery. There was no injury reported.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned insert indicated damage to the locking detail and articulating surface. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were within specification. A review of complaint history on the listed part revealed no additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.